Manufacturer narrative:
The user facility returned two boxes of procedure masks astm level 2 blue adult for evaluation. No issues were identified. No additional issues have been reported.

Event description:
The user facility reported that employees and patients experienced rashes and skin irritation while wearing procedure masks astm level 2 blue adult. No medical treatment was sought or administered.

Manufacturer narrative:
The customer stated that the masks of the same lot number subject of the reported event will be returned for evaluation. The procedure masks astm level 2 blue adult are latex free. The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. A follow-up MDR will be submitted when additional information becomes available.